Event description:
On friday, (B)(6) 2004, I had an incisional hernia repair. The surgeon, dr (B)(6), inserted ethicon prolene mesh. I was discharged on sunday, (B)(6) 2004 feeling fine and everything looking good. F/u appointment set for 2 weeks later on monday, (B)(6) 2004. Within the first week of being home, I was in a lot of pain and redness around the incision. Into the second week, the bottom of the incision opened up and began to ooze a foul smelling yellowish, greenish pus. Called and set an earlier appointment with dr (B)(6). Dr (B)(6) prescribed antibiotics and I was told to keep the original appointment for another f/u. On (B)(6) 2004 still in a lot of pain and still oozing pus, was put on more antibiotics and f/u on (B)(6) 2004. There was so much pus oozing out it would soak my clothing down to my knees within minutes. Admitted into the hosp on (B)(6) 2004, with a fever of 104 degrees, through the emergency dept. I became a pt of dr (B)(6) (infectious disease). Dr (B)(6) started me on IV antibiotics. I was taken to surgery several times for debridement during my 8 day stay. I was discharged on (B)(6) 2004 and re-admitted on (B)(6) 2004 because of purulent drainage and extreme pain. On (B)(6) 2004 dr (B)(6) removed infected mesh. Incision was so deeply infected, it could not be closed. I was treated with IV antibiotics until discharge on (B)(6) 2004. Sent home with home nursing and added a wound vacuum pump, while home. Re-admitted to hosp on (B)(6) 2004 with white count of 16,000 and extreme abdominal pain. I was taken to surgery again for debridement and was treated with IV antibiotics for 9 days. I had home nursing into (B)(6) 2004. My life has been turned upside down from all the medical problems since the original surgery including the huge concave in my stomach, 7 1/2 years later and the concave still splits open. Still deal with lots of pain and not able to return to my normal activities. I have gained 30 lbs. I live in fear everyday of the incision reopening again from a normal activity, sometimes just relaxing and it still opens and then you feel the pain and the wet clothing. All of the drs I have see no-one explained what is going on with my body and why. If you look at my medical records, it clearly states mesh infection. They knew and did nothing to remove it until I fired original surgeon. From my research, it looks like johnson & johnson knew too but continued to sell this product as safe. How can they get away with this? So many people are disable from this and it is still on the market. Please help us all. Recall the mesh and stop letting these companies hurt so many people.